Event description:
It was reported that 1 year and 171 days following a coronary artery drug eluting stenting treatment procedure a thrombosis occurred. The physician treated a lesion located in the left anterior descending (lad) coronary artery with a 2.75x16mm taxus express2 drug eluting stent. The pt presented 1 year and 171 days later with chest pain. Diffuse thrombosis was found inside and distal to the 2.75x16mm taxus express2 stent located in the lad. The physician treated the thrombosis using an angiojet and deployed a j&j cypher drug eluting stent of unk size into the lad. The pt was reported in good condition following the procedure.